Manufacturer narrative:
The device was returned for analysis. Kinks were observed in the sheath assembly from femoral marker to the distal end. Kinks were observed at the lapjoint in the sheath assembly from femoral marker to the distal end. It was observed that the imaging window was found detached from the lapjoint. Windup was encountered in the non-heat shrink area of the telescope. Ic windup began 23.60 cm from the distal end of the connector shaft. Impedance testing shows an electrical open at the proximal wave form. During image characterization testing, no image appeared in the ilab system. The flushing process cannot be preformed due to the condition of the device. The od measure of the lapjoint was within specification. Microscope inspection revealed the windup in the keyence.

Event description:
Reportable based on device analysis completed on 09jan2020. It was reported that lost image occured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. An opticross imaging catheter was advanced to view the target lesion and the image was lost during pullback. The procedure was completed with a same device. No patient complications were reported however, returned device analysis revealed that the imaging window was detached from the lapjoint.